Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 25nov2020, an eye care provider (ecp) in (B)(6) reported a patient (pt) experienced irritation (unspecified eye) on (B)(6) 2020 while wearing the acuvue® oasys® brand contact lenses. The pt¿s ¿eye was not okay¿ after removal of the suspect lens. The pt presented to the ecp with red eye (unspecified eye), and the pt was prescribed ciprofloxacin eye drops to use 3 times a day for 7 days. The ecp has not re-examined the eye but reported ¿it seems okay now.¿ no further information was provided. On 09dec2020, a call was received from the ecp with additional information. The ecp reported the event occurred on both eyes. The pt was diagnosed with ¿suspected bacterial conjunctivitis.¿ no further information was provided. On 10dec2020, a call was placed to the ecp and additional information was received. The ecp reported the pt did not tolerate the lenses well, so the ecp prescribed the pt ciprofloxacin eye drops to use 3 times a day for 7 days to treat bacterial conjunctivitis. The pt has not returned to the ecp for follow-up. The ecp is not able to confirm the pt¿s current eye condition or the diagnosis. The ecp refused to provide any additional information. No additional information has been received. The pt refused to return the suspect contact lenses for evaluation. The lot number is unknown. No further investigation can be conducted at this time. This report is for the od event. A separate report will be filed for the os event. If any further relevant information is received, a supplemental report will be filed.